Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the field representative requested technical services (ts) review the presenting electrogram stored by this pacemaker system. Ts reviewed per request. Ts advised there is possible undersensing of atrial fibrillation (af) on the right atrial (ra) channel. In addition, there is oversensing of noise observed on the ra channel. The field representative was able to reproduce noise artifact with isometrics. However, no out of range impedances were produced with isometrics. Additional information from the field representative provided the device was reprogrammed and an electrocardiogram was ordered to confirm af. Results of the electrocardiogram are not known. This pacemaker remains in service. No adverse patient effects were reported.